Event description:
The customer reported the system displayed a blank image and would not reboot. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified nor duplicated. However, the universal serial bus cable on the single board computer was reseated. The system was then found to be operating as intended.